Event description:
It was reported that the patient has contracture and when their hand was over this cardiac resynchronization therapy defibrillator (crt-d), the patient scratched themselves so badly, that the crt-d metal is exposed. The patient was given intravenous antibiotics and the crt-d was repositioned deeper. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics. This supplemental report was created to correct the entry in h6: patient code description and patient code and in h10: additional MFR narrative.

Event description:
It was reported that the patient has contracture and when their hand was over this cardiac resynchronization therapy defibrillator (crt-d), the patient scratched themselves so badly, that the crt-d metal is exposed. The patient was given intravenous antibiotics and the crt-d was repositioned deeper. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information received indicates that the device system was removed successfully due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.